Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no part or lot numbers were provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. The complaint history file contains further instances/ related events of the reported event. The device was used for treatment. As the device was not returned, a product evaluation could not be carried out. The reported issue may be related to application or maintenance techniques. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when checking the dressing on the right leg after a bilateral knee replacement was noticed that it was completely soaked with dark red blood whereas the dressing on the left leg was still all white. The patient's daughter stated that even though the dressing was soaked the pump displayed an ok green light and that she did not know if there was a sudden increase of bloody drainage or not. The patient reported having swelling in her right leg and denied any other symptom and stated that she took pain medication. They were referred back to the surgeon to report symptoms immediately for additional instructions. No further information is available.